Manufacturer narrative:
This report is submitted on may 6, 2024.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. The patient was reimplanted with another cochlear device during the same surgery.